Event description:
It was reported the customer's sensor became detached from their body. The customer also reported their inserted was pulling out the sensor. The customer's blood glucose was unknown. Customer was advised the catch arm may be bent on their sensor. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor needle separated from sensor base.